Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2, the harvesting tool was noted as becoming separated from the heat source on the tip. This made it difficult to get to the branches. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified a small tear in the seam of the silicone balloon, roughly 6mm across. The balloon will not inflate. Based on the condition of the device as found the reported complaint for "btt rupture" was confirmed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. Internal complaint no: (B)(4).